Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.

Event description:
Following an atrial fibrillation procedure, after leaving the procedure room, a burn was noted at the site where a non-abbott dispersive patch was placed. It is unknown whether the patch was firmly attached during the procedure. During the beginning of the procedure, after sedation, the patient complained of pain, but the procedure was continued. At the beginning of the ablation, the impedance was indicated 180 ohms; so the upper impedance setting value was changed from 150 ohms to 190 ohms. The procedure was continued and completed. The patient was out from the procedure room and returned to the patient room.